Manufacturer narrative:
(B)(4). G2 - foreign: sweden. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tech nurse noticed the spring of the femoral slap hammer was broken. It was later confirmed that this incident occurred during the washing/sterilization process. Due diligence is currently in progress for this complaint. At the time of this report, no further event information has been provided, and the product has not been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified signs of use on the product (scratches and surface marring). Spring is fractured (not all returned). The device has a potential field age of over 7 years. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. The instrument has over 7.5 years of use, which suggest a fracture due to wear. However, a definitive root cause of the reported issue cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.